Event description:
--

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this patient received inappropriate anti tachycardia pacing as well as shock therapy due to sinus tachycardia during exercise. It was noted after the sinus tachycardia and after delivered therapy in the ventricular tachycardia (vt) zone the patient spontaneously developed ventricular fibrillation, and the device did not treated the arrhythmia due to all programmed therapy being delivered in the vt zone which occurred within the same episode. The patient was transferred to the emergency room, and was confirmed to be in a sinus rhythm thus the vf terminated on its own. It was noted that the patient was not compliant and was not taking the prescribed medication.

Manufacturer narrative:
The disk was received by technical services, but it was not possible to review a specific episode in pdf format due to a software update not being approved in the geography. The field representative discussed speaking with the physician. No additional information is available at this time.

Manufacturer narrative:
Additional information received noted a possible issue with sensing. A save to disk was sent for analysis to technical services.